Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device status has not been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from the medical records that a 25mm mitral valve was explanted and replaced with a non-edwards valve after an implant duration of 4 years, 8 months due to calcification, stenosis, regurgitation, probable thrombosis, and pannus. Per medical records the patient presented with chf, and underwent CABG x 2, redo-avr, redo-mvr, and tricuspid valve repair. Post-operatively left femoral iabp was placed and central va ECMO was initiated. The patient was weaned off and ECMO was discontinued on pod #2. The chest was washed out and closed on pod #3. The same day the patient was re-opened due to hypotension with maps and va ECMO was initiated again. On pod #7 the patient developed cardiogenic shock and became hypotensive while trying to wean va ECMO. On pod #8 the patient developed pneumatosis/ pneumoperitoneum and mof. The concern of general surgery was that the patient would not survive another surgery. The family decided to withdraw care and the patient expired on pod #8.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.